Manufacturer narrative:
The customer did not provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible. Trend code analysis is performed in the monthly complaint review.

Manufacturer narrative:
Investigation pending.

Event description:
This complaint is from (B)(6). The caller alleged a variance between inratio inr results and the lab inr result. The results were as follows: (B)(6) 2015: inratio=4.4, second test inratio=3.8 (with venous blood from the same syringe); lab inr=1.47 (venous blood from patient on the same day). For this patient the correlation was good up to the preceding months, namely, (B)(6); inratio 2.8 vs lab 2.83, (B)(6); inratio 1.2 vs lab 1.23, (B)(6); inratio 1.4 then 1.6 vs lab 1.60, (B)(6); inratio 1.4 vs lab1.53, (B)(6); inratio 1.7 vs lab1.85. The patient's therapeutic range was unknown.